Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. An email was sent to the customer to obtain more information. The customer responded that the audio test message was accepted; however, it came back after disconnecting and reconnecting the battery. The message disappears after each audio test. The customer returned the device to service and agreed to call back if it occurs again. E1: reporter institution phone number: (B)(6). E1: reporter phone number:

Event description:
The customer reported during tests performed the suresigns vs2+ indicating error message speaker fault audio problem . The device was not in use on a patient at the time of the event. No adverse event to the patient or user was reported. It is unknown if there was sound produced by the device.

Manufacturer narrative:
Good faith effort (gfe) attempts were conducted to clarify if the speaker produced sound, but no further information could be received and it remains unknown. The customer responded that the audio test message was accepted; however, it came back after disconnecting and reconnecting the battery. The message disappears after each audio test. Based on the information available and the testing conducted, we were unable to confirm the cause of the reported problem. The device was put back in service at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.